Event description:
It was reported that a patient, who had left rtsa, underwent a revision procedure. The patient presented with a low-grade infection. The humeral component was removed with the glenoid components remaining. The liner was exchanged. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices were disposed of. No device images were obtained. No further information.this is 1 of 2 events for this patient.